Manufacturer narrative:
Concomitant medical products: product ID: 3058 interstim urinary mgu ipg, implanted: (B)(6)2015; product ID: 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six months post implant, the right atrial (ra) lead exhibited high thresholds and dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.